Event description:
It was reported during a low anterior resection the surgeon fired an ax55g which performed well. The surgeon felt he was not distal enough from the tumor. A second az55b was opened & was placed further distally from the first site. When the ax55b was fired, it closed & did not form staples which led the surgeon to determine he needed to give the pt a permanent colostomy. The surgeon reported to the rep, prior to the surgery, it was his opinion the pt had a 50% chance of a permanent colostomy. 2/19/1998 received checklist from rep. It was reported that pathology called during the procedure & said the first staple line was 1.5 cm, distal to the tumor, which may have allowed for the reanastomosis to take place.